Event description:
A user facility reported to olympus that an image could not be obtained. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, it was noted that a third party opened the unit and broke off the thread post on the left front of the chassis. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not being displayed could not be identified, nor could the phenomenon be confirmed. Also, the root cause of the removal of the screws on the lower chassis could not be identified. Olympus will continue to monitor field performance for this device.